Event description:
It was reported that this left ventricular (lv) lead exhibiting oversensing measurements' patient experienced pacing inhibition resulting in a bradycardia event. The lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).